Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that a patient was having pain; an x-ray taken ¿thursday or friday¿ ((B)(6) 2015) discovered that a patient had a cracked hip. The patient had an MRI (magnetic resonance imaging) and could not lay still for a closed MRI and was requesting an open MRI (not related to the pump). The pump was used to infuse fentanyl, bupivacaine, and baclofen (unknown). No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.